Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
It was reported that the pt woke up with blood glucose 30 mmol/l with nausea and emesis; she reported the presence of ketones. The pt reported that there was a loss of prime warning during the night but alleged that she did not wake up at that time. She said the loss of prime warning was sounding when she awoke and she confirmed the alert then. The pt noted that she corrected the blood glucose elevation via syringe and the blood glucose resolved; she primed the pump and began to use the same day. She reported multiple loss of prime warnings since she began using the pump. She noted that she complete the rewind; load cartridge, and prime steps each time without difficulty. The pt confirmed that alarms, warnings, and alerts are set to the highest volume available. Customer support educated the pt as to the reasons the pump loses prime. The pt has continued to use the pump with no reported subsequent events. In conclusion, the pt was without insulin for an undetermined amount of time and experienced subsequent hyperglycemia due to an unconfirmed alert.